Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported information on behalf of the patient. It was reported that the patient has an allergic reaction when their device is turned on. Within 4-6 hours of stimulation, their hand will develop hives, which will spread throughout their body. It was noted that this only happened when their stimulator is turned on, and the hives disappear when the device is turned off. The patient has tried using the device a few times, but had the same results. The patient has yet to use the device since they don't want another allergic reaction. Surgical intervention is planned but no date has been scheduled. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that patient had ins removed due to allergy, only lead was (left) implanted. The event date was unknown. No further complications were reported/anticipated.